Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited out of range superior vena cava (svc) coil impedance and slightly increased rv coil impedance. Additionally, the rv lead electrocardiogram (ECG) that involved the can to svc configuration showed noise during in clinic isometrics. The rv lead remains in use. No patient complications have been reported as a result of this event.